Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to urgent care on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of vomiting, nausea, and dehydration. Customer was at urgent care due to high blood glucose and not feeling well. Customer was released from urgent care. Site was removed and inserted and high blood glucose was resolved. Customer was wearing insulin pump at the time of urgent care visit. Customer reported that high blood glucose began on (B)(6) 2016. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test